Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose discrepancy. The customer reported no adverse event. The event involved product(s) mmt-7040c4. Troubleshooting was performed and the sensor glucose reading was 3 mmol/l and blood glucose was 11 mmol/l and the difference was outside the acceptable range (greater than 30%). Insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference. The customer was not taking any medications. Explained sensor may have no longer been responding to glucose changes. Advised customer to monitor and change sensor if issue persists. No harm requiring medical intervention was reported. Product return was requested for mmt-7040c4 and the sensor was retuned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Following our receipt of the one partial returned used sensor, one needle hub missing and performed a visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to high readings place sensor under microscope and found gold trace damage at the working electrode. See attached files for details. In summary, the customer complaint of sensor glucose vs. Blood glucose event was confirmed. Sensor failed for high readings, found sensor damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.